Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-24081. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient's implantable cardioverter defibrillator was noted to experience loss of pacing and could not be interrogated. This loss of pacing caused the patient's heart rate to drop to the 30's. A possible lead breach was also noted on the patient's right atrial lead during the procedure on (B)(6)2021. The lead was repaired as a precaution and remains implanted. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.